Manufacturer narrative:
Occupation: reporter is synthes sales representative. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5 mm hex flexible screwdriver (part # 03.037.028, lot # 9486881, mfg date 13-aug-2015) was received at us cq with the device broken at the proximal tooth close to the handle. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the transition piece between the bit attachment and the shaft, measured 7.986 mm (micrometer om147). This is within specification of 7.985 mm to 8 mm, based on the drawing. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 that the hexagonal flexible screwdriver was broken prior to the beginning of a hip surgery. The handle was intact during the previous case. It was found to be broken when opening the sterile tray, it broke during decontamination or sterilization. There was no patient involvement. This report is for one (1) 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).